Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, 99% stenosed, mid left anterior descending artery. Predilatation was performed prior to stenting with the 3.5 x 28 mm xience prime stent. After deployment of the stent at 16 atmospheres a distal edge dissection was observed which was covered with another xience stent. There was no clinically significant delay in the procedure reported. No additional information was provided.